Manufacturer narrative:
Analysis found that the customer's complaint was confirmed. The device came in with broken cable clips and broken clamshell pawl. P/I board was replaced due to stim 1 failure. All broken parts were replaced. The device was cleaned, repaired, tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the device was not working properly. There was no known patient impact.